Event description:
The customer was hospitalized with high bgs. Customer is using the micro-set and last set change was three days ago. Troubleshooting conducted during the phone call indicated the device was functioning properly. However, it was decided a replacement would be sent.